Manufacturer narrative:
This supplemental report is being submitted to provide the device additional evaluation result. Olympus (B)(4) sent the subject device to olympus (B)(4) for deeper investigation. (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microorganism was detected from samples taken from the all channels of the subject device. After the microbiological testing by a third party laboratory, the evaluation of the subject device by (B)(4) confirmed following defects. There were a lot of scratches inside the instrument channel on the full length. Bending section rubber, distal end cover and angulation system have signs of wear and tear.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Ofr sent the subject device to a third party laboratory for additional microbiological testing. In the test, the channels of the subject device tested positive for the following some kinds of bacteria. The suction channel of the subject device tested positive for bacillus sp. (1 cfu/ endoscope). The a/w channel of the subject device tested positive for pseudomonas oryzihabitans (1 cfu/ endoscope) and coagulase -negative staphylococci (1 cfu/ endoscope). The result of the additional microbiological testing by a third party laboratory didn¿t satisfy the (B)(6) guideline. As a result of the inspection by ofr, there were scratches on the biopsy channel, on the k-mount unit and the air/water cylinder. Also omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine microbiological test by the user facility, several channels of the subject device which was reprocessed using an olympus automated endoscope reprocessor model etd-3(not available in the USA) tested positive for ¿escherichia coli (>200 cfu/ml)¿. There was no report of infection associated with this report.